Manufacturer narrative:
The sample tested at the customer site on (B)(4) 2016 with results of 5.6 pg/ml for ft3, 1.93 ng/dl for ft4, 1.31 uiu/ml for tsh, and 10.1 iu/ml for anti-tshr was provided for further investigations. It was stated that the measurement results of this sample from the customer site were also reproduced at the customer site. The customer's measurements of the sample were reported outside of the laboratory. During investigations, this sample was tested on a cobas 8000 analyzer on 03/08/2016, resulting as 1.20 uiu/ml for tsh, 5.29 pg/ml for ft3, and 2.02 ng/dl for ft4. During investigations, the sample was also tested on an e411 analyzer on 03/08/2016, resulting as 1.25 uiu/ml for tsh, 4.13 pg/ml for ft3, and 1.60 ng/dl for ft4. The patient was not adversely affected. The cobas 8000 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number used on this analyzer was 187432, with an expiration date of july 2016. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number used on this analyzer was 187432, with an expiration date of july 2016. Further investigations of the sample determined that it contained an interfering factor to the streptavidin present in the ft3 and ft4 assays. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) on an e601 analyzer. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample initially resulted as 0.84 uiu/ml for tsh, 4.7 pg/ml for ft3, and 2.08 ng/dl for ft4 when tested on the e601 analyzer. It was stated that these results were reproducible, so these initial results were reported outside of the laboratory. The repeat measurements performed on the e601 analyzer were not provided. The sample was repeated using the fujirebio test method, where it resulted as 1.45 uiu/ml for tsh, 2.6 pg/ml for ft3, and 1.14 ng/dl for ft4. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.